Event description:
It was reported by the customer's mother that the customer's pump was shutting off completely and when it came back on, there would be a black bar. It happened twice last night and once today. Customer's high blood glucose levels have been treated with the pump. Alarm history was showing from 10-4 with low reservoir. Customer's blood glucose level was 299 mg/dl. Customer's mother tried calling her trainer but did not hear back from them. Customer's mother stated that she is using an energizer lithium battery. Customer was advised to use alkaline batteries. Customer was informed that rechargeable and lithium batteries can heat up and can damage the pump. Customer's mother stated that this is the second occurrence of the off/no power alarm without a low battery warning. Customer also had a weak signal and failed battery when they tried 4 (B)(6) alkaline batteries. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a scratched display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).